Event description:
A ureteral stent was used for therapeutic purposes. During the procedure, the stent stretched and broke off inside of the pt in two separate fragments. One fragment was removed with a hemostat and one was removed through the scope. There were no complications or intervention reported with this event.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become evailable, a supplemental medwatch report will be filed under the appropriate sequence number.